Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 3 closed samples. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Knot pull tensile strength test results conducted on the closed samples received are 3.05 kgf in average and 2.99 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 1.80 kgf in average and 0.91 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Furthermore, knot pull tensile strength results conducted on samples before releasing the product were 3.01 kgf in average and 2.82 kgf in minimum and fulfilled ep requirements: 1.80 kgf in average and 0.91 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements regarding knot pull tensile strength. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the package was opened for the first time in 07/2024. Since then, individual threads have repeatedly broken. Most of the time, the thread broke when tying the knot. Often right at the knot, sometimes just before the end of the thread when tightening the knot. For a long time, we didn't think that it could be the thread and looked for the fault ourselves. On monday, however, the situation arose that two needle-thread combinations broke when tying the knot during an operation. It was only with the third thread combination that the skin could be closed. No further information received.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.